Event description:
It was reported that the patient has been experiencing an increase in seizures and was referred for a generator replacement surgery. Implant card later received noting that the patient underwent a prophylactic battery replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.